Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("hysterectomy and laparoscopy") and device breakage ("remnants of essure are still in her body") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "remnants of essure are still in her body". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). At the time of the report, the medical device removal outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for device breakage and medical device removal with essure. The reporter commented: after undergoing a hysterectomy and a laparoscopy, remnants of essure are still in her body. She considered herself mutilated by essure the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (b)(46 2018 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 755 cases. Device breakage the analysis in the global safety database revealed 2.596 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/45710) on 11-jun-2018. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("remnants of essure are still in her body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("remnants of essure are still in her body"). The patient was treated with surgery (hysterectomy and laparoscopy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: after undergoing a hysterectomy and a laparoscopy, remnants of essure are still in her body. She considered herself mutilated by essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.